Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a balloon catheter fracture occurred. After the 2.5x15 mm maverick2 balloon was prepped and handed to the physician, the physician kinked the catheter. When the physician attempted to straighten the catheter, it fractured into two pieces. The device never entered the pt. The physician pre-dilated with a different maverick2 balloon and successfully stented the left anterior descending artery. No pt injuries or complications occurred. Pt's status is satisfactory.